Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced heart rates in "the 40s". The right ventricular (rv) lead exhibited undersensing beats after premature ventricular contractions (pvc). The implantable pulse generator (ipg) also exhibited pacing below the programmed rate. No further patient complications have been reported as a result of this event.